Manufacturer narrative:
The customer returned the tb-0535fcs thunderbeat(lot: kr856320) for evaluation due to ¿broken probe.¿ the user¿s complaint was confirmed. The device was attached to the usg-400/esg-400 and a probe check was performed; the device failed the probe check. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there was some tissue build up. The ptfe pad (teflon pad) was inspected and found it has normal wear, no metal exposed, no abnormality. The distal end of the device was inspected under a microscope and found the probe was detached, missing portion returned. The wiper movement was normal. The consistency of movement of the handle and jaw was normal. The handle load was normal. The rotation of the knob torque was normal and smooth. Based on the evaluation, the manufacturer determined the cause for the damaged/broken probe was attributed to the probe coming into contact with a hard or metallic surface during activation.

Manufacturer narrative:
No device was returned to the manufacturer for evaluation. However, review of similar reports indicates that the most likely cause of this type of device damaged can be attributed to operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." This report will be updated if the device will be returned at a later date, or if new significant information becomes available at a later time.

Event description:
The user facility reported that while the physician was performing a seal and cut during a therapeutic tlh procedure, device fragments fell inside the patient and was retrieved with a grasper. It was reported that the probe appeared visually broken, but no metal was observed on the device jaw. The intended procedure was completed with a new hand piece device. It was further reported that device was inspected prior to use and no abnormalities were found. The connection points to the generator were inspected and no cable damage was observed. No other equipment was replaced during procedure. No patient injury reported. This is one of two reports.